Event description:
According to the event description: on (B)(6) 2024 at 1645 hours staff started total parental nutrition for patient (tpn). The line was primed accordingly with no wastage. Staff then fit the infusomat space line tubing into the b-braun infusomat smart pump correctly, with the "printed stars" aligned in a straight horizontal line. Expected time of completed will be around (B)(4) 2024 at 1645 hours. On (B)(6) 2024 at 1245 hours, staff was alerted by the pump's alarm and noticed that the tpn bag was empty. Staff was alerted and attended to the incident immediately. Staff noticed that the tubing was twisted upon opening the door of the infusomat.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) a follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. No pump was sent to melsungen for investigation. According to customer description the overinfusion was caused by twisted line. The line was inserted wrong at t herapy start. Between therapy start on the (B)(4)2024 and therapy end on the (B)(6) 2024 no disposable change was performed on the pump.